Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that longer induction was seen when it comes to this s-ICD. An inquiry for review was made to engineering and technical services (ts). A review by engineering noted that they observed interruption with the commands from the programmer to device. The most likely cause for the abbreviated induction commands would be poor telemetry. It was also noted that it may be possible that you see the flat line on the programmer, but as the command was interrupted due to poor telemetry the "extend induction" command stops, thus the device quits delivering the induced current. Engineering noted that this would continue until either there is a complete loss of telemetry or a response from the device to the programmer that the induction is not happening. The device remains implanted. No adverse patient effects were reported.